Event description:
As reported by the user facility: the antibiotic was programmed to infuse for 90 minutes, 2 nurses witnessed that it was programmed properly but the antibiotic was infused 50 minutes. Crn made aware. Patient had no reaction and made aware of the incident. Patient was instructed to go to ER should he feel unwell. The IV pump that malfunctioned was left with the crns per crn's advise to be reported in the morning.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): [ ] defect confirmed [x] defect not confirmed - due to no sample reported issue could not be confirmed.